Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip broke. The broken pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: shaver just stopped working. When we took the blade out to inspect, the shaft of the blade came out and appeared to be broken. The failures identified in the investigation is consistent with the complaint record. The probable root cause/s could blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. (B)(4).

Event description:
It was reported that the tip broke. The broken pieces were retrieved and the procedure was completed successfully.